Event description:
It was reported that a patient underwent an ipom recurrent incisional hernia repair on (B)(6) 2013 and mesh was implanted. Several months post operative she started to complain of pain when bending, lifting, and sitting. Patient has been prescribed to take pain medication. No additional information has been provided.

Manufacturer narrative:
(B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.